Event description:
The power wheelchair user's attendant contacted the dealer from whom the wheelchair had been purchased to inform them of an incident. Rptr stated that on saturday, may 13, 2000, the user was leaving place of residence and was using ricon van lift to get into the vehicle. The caregiver backed user's wheelchair onto the lift but was concerned about the closeness of the rear wheels to the edge of the lifting plate. During the upward motion of the lift, the rear anti-tipper wheels of the quickie g-424 made contact with an as yet undetermined object. The wheelchair fell off the lift and landed on top of the client. Client sustained the following injuries: a broken femur, twelve stitches to the head, a bruised hip and stomach area, injury to knee and scrapes to the hands. Client was transported to hosp via ambulance and was discharged early sunday morning and is recovering at home.